Event description:
The device was returned to olympus for evaluation and the evaluation found the following: switch#2 is damaged; plug unit is damaged; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; jet tube has foreign objects; objective lens has discoloration; light guide lens has a chip; adhesive on bending section cover or distal sheath rubber has wear; connecting tube is deformed; and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: switch#2 is damaged; plug unit is damaged; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; jet tube has foreign objects; objective lens has discoloration; light guide lens has a chip; adhesive on bending section cover or distal sheath rubber has wear; connecting tube is deformed; and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information related to reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.